Event description:
30 minutes after the beginning of the surgical procedure, the handswitch pencil remained active. The medical staff did not notice the audio warning signal (because volume was too low, or noise level in operating room too high). The pencil was put down on pt skin. The physician notice that the pt skin was burned. He immediately changed the pencil. Normal situation resumed immediately. Since that event, the volume of audio signal of the electrosurgery unit is higher.